Manufacturer narrative:
No lot number or sample was available for testing. It was noted by the hospital that the patient was large, edematous, agitated and had presence of moisture in his buttocks area. The patient's pre-existing medical conditions cannot be ruled out as a contributory factor for the development of the reported injury. No product malfunction was reported. Complaint data was reviewed and no obvious trends were observed.

Event description:
It was reported that the patient was admitted for hepatic encephalopathy and that the instaflo bowel catheter was inserted to contain loose stool. After 6 days, a grade 3 pressure ulcer (1cm x 1.5 cm) from the anus to the perineal area was observed. The patient had been sitting in a chair for two hours the day prior. The patient was noted to be a large man, agitated, very edemateous, moisture present on buttocks, with lots of skin folds making skin inspection difficult. The instaflo was still insitu at the time of reporting as it was felt to be in the best interest of the patient. The pressure ulcer was treated with flamazine and use of a foam dressing and was noted to be healing.